Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report that while in the hospital for a blood infection, not diabetes related, his blood glucose levels went high. The customer's blood glucose level was 231 mg/dl at the time of incident, but went up to 350 mg/dl. The customer stated that after he treated with the insulin pump, the readings would go down, but then rise again. The customer reported receiving a no delivery alarm, a low reservoir alert, and a no reservoir alert. The customer declined to troubleshoot. The customer wanted to contact his doctor regarding the high blood glucose levels. Nothing was replaced or returned.